Event description:
Defibrillator on and wouldn't charge. After wiggling cords attached to defib paddles it would charge but then didn't discharge. Finally it did. Tried both on machine and on paddles to charge and discharge.